Event description:
It was reported by service report that the brake would not set. The customer reported that they did not know if there was no pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footend brake crank assembly.